Event description:
Customer reported that the buttons on the insulin pump were responding intermittently or not at all. Blood glucose level was 167 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked battery tube threads, minor scratches on the display window and cracked case near display window corners. Intermittent button response due to moisture damage on keypad traces.